Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high" and a high ketone level identified as life threating by a health care provider. A specific bg value was not provided. Reportedly, the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutting off. Prior to the ER, in an attempt to treat their bg, the customer administered a manual injection of insulin and changed supplies. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.